Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization on (B)(6) 2016 due to low blood glucose levels. The customer's reading was 27 mg/dl. The customer reported that he has kidney failure. The customer performed the displacement test and it passed. The customer's reservoir, infusion set, and sensor was replaced. The insulin pump was not returned or replaced.